Event description:
This pt was presented to the interventional lab for a stenting procedure of a wallgraft located in the left external iliac artery. There was no calcification or tortuosity present but the graft was described as aneurysmal following an aorto-iliac bypass. The physician made access to the pt in the groin area and a 14 fr sheath was inserted. The information states that the physician had no difficulty accessing the lesion with a guidewire. The wallstent was placed at the lesion and the physician inserted this balloon for post-dilation. Upon inflation with an indeflator, the balloon burst, longitudinally, at 4 atmospheres. The balloon was safely removed. There was no adverse consequence to the pt. Another opta pro balloon was used to complete the procedure.